Manufacturer narrative:
Product analysis: no product was returned. Conclusion: a device history record review could not be performed as the serial number was not provided. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. This event does not indicate device misuse or malfunction. Coronary occlusion is listed in the instructions for use (IFU) as a potential risk associated with the implantation of the device. It can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). However, with the limited information provided and no images to review, a conclusive root cause for the occlusion cannot be determined. There was no information to indicate a device malfunction or a quality deficiency was related to this event. In this case, the coronary occlusion was treated with a percutaneous coronary angioplasty. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a coronary occlusion was reported. The coronary occlusion was treated with a percutaneous coronary angioplasty. Per the physician, there was a causal relationship between the procedure and/or device and the coronary occlusion. No additional adverse patient effects were reported.